Event description:
It was reported, the patient experienced a return of symptoms as well as pain. In 2009, the patient's pump was alarming. An attempt was made to restart the pump, but a motor stall had occurred at 15:04 with no recovery noted in the event logs. The drugs in the pump were prialt (pf ziconotide) and bupivacaine. The patient was given oral medications and the pump was replaced. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.